Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not filling cartridge per IFU).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (air bubbles filling) issue. The reporter stated that the patient had a blood glucose (bg) of 13-14mmol/l with nausea and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient was not using correct cartridge filling technique. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not using correct filling technique.